Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Block h11: the returned sensor wire was analyzed, and during the inspection, it was found that the sleeve had become detached and the guidewire was peeled at the distal section, which confirms the reported event. Furthermore, the ptfe was also found to be peeled. Based on the investigation, the excessive force applied during the removal of the wire or the use of a metal needle or cannula likely caused the peeling of the ptfe. Additionally, the sleeve was detached from the wire. The excessive force applied during the removal of the wire probably led to the detachment of the sleeve. Based on the results of the analysis, an investigation conclusion code of adverse event related to procedure was assigned to this investigation. Correction to field g2: report source (other).

Event description:
It was reported that a sensor wire was used in a ureteroscopy procedure. During the procedure, it was noticed that the sleeve was detached. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.

Event description:
It was reported that, a sensor wire was used in a ureteroscopy procedure. During the procedure, it was noticed that the sleeve was detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.